Event description:
1. While a respiratory therapist was attempting an intubation, (during a "code on the floor"), on a female patient, (age unreported; height 5 ft. 4 in.; weight 130 lbs.), reportedly, a disposable laryngoscope blade, catalogue number 17644, size mac 4, (batch number unreported), broke. The blade broke at the metal clip where it attaches to the laryngoscope handle the event occurred on the night shift. The patient was bagged. An rsp metal blade was used to successfully intubate the patient. The patient was not harmed by the event. The blade was saved and was to have been returned for evaluation, however, it has not been received. 2. Reportedly, a disposable laryngoscope blade, size, type and batch number are unreported, broke while an emergency room (ER) physician was performing an intubation in the ER. Patient data is not available. The event occurred in mid-august but was not reported to the directory of respiratory therapy until the above event occurred. The blade was not saved. The blade, reportedly, broke where it attaches to the handle. Disposable laryngoscope blades are received form "spd" (central supply) and are placed on carts for use on the floor. This was the source of the blades in both events. There are no metal blades provided on the carts. The hospital has been using disposable blades for approximately one year. Three unsuccessful attempts have been made (9.24.97, 10.2.97 and 10.7.97) to obtain the blade which was saved.